Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular lead was unable to capture. The physician elected to replace the lead during the procedure. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of capture problem was confirmed. As received, a complete lead was returned for evaluation. Visual inspection noted blood in the coil and the boot appeared to be larger from the molded connector. The lead connector passed insertion testing into the test implantable cardioverter defibrillator but failed to be inserted into the test is-4 connector sleeve. Dimensional analysis of the connector identified an over-sized diameter in a section of the connector boot which may have contributed to the reported issue. Electrical test was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.